Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported by the patient that a wound issue is present at the ipg site. The patient reported that there is redness and swelling present. The patient is currently on an antibiotic cream. No other information is available at this time.